Event description:
The initial reporter stated they received questionable positive results for an unspecified number of patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. The customer provided examples of four patient samples with questionable positive hiv results. The first sample resulted in hiv duo values of 1.63 coi (reactive) and 1.64 coi (reactive). The second sample resulted in an hiv duo value of 1.41 coi (reactive) on (B)(6) 2026.the third sample resulted in an hiv duo value of 1.35 coi (reactive) on (B)(6) 2026. The fourth sample resulted in an hiv duo value of 1.75 coi (reactive). All samples with reactive results were subsequently tested for hiv viral load and those results were negative. No positive results were delivered outside of the laboratory.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6).the investigation is ongoing.